Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in high voltage impedances. The lead was associated with a competitor's product. No adverse patient effects were reported. No additional information is available.